Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, fold creases and underweight. A microscopic analysis was performed which identified: wear abrasion, broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), nonpenetrating nicks, broken shell with striated edge on radius side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient representative reported ruptured device. A few years after implantation patient felt extreme sharp pain on the left side. The pain was so strong, that patient felt panic. Patient also suffered from palpitations and a squeezing sensation in the neck/trachea (like a lump in the neck). The device was explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient representative reported ruptured device. A few years after implantation patient felt extreme sharp pain on the left side. The pain was so strong, that patient felt panic. Patient also suffered from palpitations and a squeezing sensation in the neck / trachea (like a lump in the neck). The device was explanted. Left side.